Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. According to the clinical, the positioning waveform was no longer displayed and a placement signal not reliable alarm was recorded. Echo imaging was then used to confirm the pump's position. However, no attempts were made to resolve the issue as the patient was registered on the heart transplant list and was scheduled to be reviewed soon. No product was returned for an investigation. No data logs were returned for analysis. The cause of the optical signal issue was not determined because no product or logs were returned and not enough clinical information was given. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant in japan reported a patient was implanted with an impella 5.5 for circulatory support. On day 51 of support, the position waveform stopped appearing and a "placement signal not reliable" alarm occurred. Issue with the optical sensor was suspected. The patient was weaned from the impella and the device was explanted. There was no reported harm or injury to the patient.